Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available or batch number. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. Without any closed and/or defective sample a proper analysis can not be performed. Defective samples are needed showing the defect to asses properly the customer complaint. There is an improvement project in place in order to minimize/reduce and avoid this defect. Final conclusion: complaint is not justified. Without any samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. Sample not returned.

Event description:
Country of complaint: (B)(6). Problem is still not remedied. Inner foil is welded with outer foil. Steril withdrawal is not guaranteed. No samples / batch number available.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available or batch number. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. Without any closed and/or defective sample a proper analysis can not be performed. Defective samples are needed showing the defect to asses properly the customer complaint. There is an improvement project in place in order to minimize/reduce and avoid this defect. Final conclusion: complaint is not justified. Without any samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. Additional information: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s.

Event description:
Country of complaint: (B)(6). Problem is still not remedied. Inner foil is welded with outer foil. Steril withdrawal is not guaranteed. No samples / batch number available.